Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had issues with the insulin pump's esc button. The button was getting harder to press. The insulin pump alarmed button error. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent escape button response due to flattened and creased dome. The keypad connector was inspected and no anomalies noted. No button error alarms noted. The insulin pump has minor scratches on the lcd window and cracked case at the display window corners.